Manufacturer narrative:
Sections with additional information as of 15-june-2021: meter was not returned for evaluation. Test strips were not returned for evaluation. Testing of retention strip lot (retention strips tested within 6 months passed within specifications), added most likely underlying root cause: mlc-018: user has high glucose value.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 05-apr-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer did not know her expected blood glucose test result range. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer¿s expiration date is 04/14/2022; the product is not stored according to specification (kitchen). The customer did have another vial of test strips, same lot number, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of 320 mg/dl using truemetrix meter; customer was satisfied with the result obtained. The meter memory was not reviewed for previous test result history.